Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Zoll customer support received notification of multiple asystole events, siren alarms, and a treatment event. The patient's daughter was contacted who indicated the patient passed away. Review of the events surrounding the patient's death indicates that the initial life-threatening rhythm was ventricular tachycardia / ventricular fibrillation. However, the patient's rate (110bpm) was below the patient's prescribed programmed threshold of 150 bpm for vt and 200 bpm for vf. About nine minutes after the onset of vt/vf, the patient entered into asystole and received two shocks. Intermittent cardiac activity contributed to the false detection during asystole.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The monitor was fully functional and able to detect and treat. Belt sn (B)(4) has not yet been returned. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the event. Device manufacture date: monitor; electrode belt: 03/2010.